Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patients device was somehow shut off at surgery. The device was turned back on at the hospital. The event was considered resolved without sequelae.

Event description:
It was reported that a power-on-reset (por) error was seen after an unrelated surgery. The por was successfully cleared. The patient will require reprogramming in the future. No further troubleshooting had been performed. The issue was said to have resolved. Additional information received reported that the por occurred after rectal plexus surgery. Electrocautery was used. The por number was not recorded. The por was cleared and stimulation resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v501927, implanted: 2010-(B)(6), product type lead. (B)(4).